Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply voltage was adjusted. The ffb ans x-ray controller boards were reseated during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 system locked up and reboots. Also the fluoro function board was found not seated, and low power supply voltage. No pt injury was reported.